Manufacturer narrative:
Some information was not provided and is unknown; therefore, a complete UDI cannot be provided. The device was returned to zoll medical corporation. During the investigation it was noted that there was hair, dried skin, and ECG patches stuck to the tin/conductive gel of the defib pads. The logs and state of the pads clearly indicate poor coupling between the patient and the electrode pads. Patient preparation was a contributing factor in this reported event.

Event description:
Complainant alleged that while defibrillating a male patient (age unknown), an arc was heard from the electrode pads. After removing the electrode pads, burns were found on the patient. Complainant indicated that the patient suffered burns. No information was available on the degree of burns.